Event description:
It was reported that on 3/22/06 a pt underwent revision of the lumbar fusion due to new onset of foot drop an pain. The initial procedure was performed in 06 as a minimally invasive procedure for lumbar fusion. X-rays were obtained during the pt's hosp stay and it was determined that the screws were implanted to medial on the right side of the construct at the l5-s1 level. The hardware was removed on the right side and no further implantation was performed.